Manufacturer narrative:
Catalog# 48553602, lot# k37. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: stryker rep stated the rod was bent in steps and with laser mark on the outside of the bend. The visual examination did show a laser marking on the outside of the bend and this was the approximate origin. Conclusion: the root cause is bending with the laser marking on the outer side of the bend.

Event description:
It was reported that the rod was being bent to shape to the patient's anatomy within the sterile field but not in the patient. Upon bending the with the appropriate french bender, the rod broke in half.

Event description:
It was reported that the rod was being bent to shape to the patient's anatomy within the sterile field but not in the patient. Upon bending the with the appropriate french bender, the rod broke in half.